Event description:
It was reported that during unpackaging of the xpert self expanding stent system (sess), the stent was found to be already partially deployed 0.5 cm distally. The device was not handled at all before and the stent system was locked. The device was not used and there was no patient involvement. A new same sized xpert sess was used successfully for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.